Event description:
It was reported the er320 was used during an unknown. It was reported by the affiliate that the clips were spit from the device and did not fall into pt. A new instrument was used to finish the case. There was no consequence to the pt.